Event description:
Received med-watch from customer on 03/03/2000 reporting that a peritoneal dialysis catheter had malfunctioned and needed to be surgically replaced. Customer reports that the catheter would not flush.